Event description:
Customer was admitted to the hosp. For high blood glucose and diabetic ketoacidosis. Customer received no delivery alarm prior tp hosp. Troubleshooting performed and pump appeared to be operating normally.